Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient underwent a procedure for aortic disease on (B)(6) 2014 were a tx2 thoracic stent graft 26x80 (either a tbe or a zteg) was implanted. In (B)(6) 2019 a possible stent fracture with a buildup of thrombus within the graft near the location of the possible fracture was reported ((B)(4)). Between the initial procedure and (B)(6) 2019 an additional stent graft (zta-p) was implanted. During the imaging review for (B)(4) thombus in the zta-p stent graft was discovered. The patient is under observation and doing fine. Cook was unable to perform a review of the device history record as the lot number was not provided by the user facility. The most recent device master record was reviewed and it was found that there are adequate controls in place to ensure the device was manufactured to specifications the imaging provided was reviewed and a mural thrombus was found, the mural thrombus was likely secondary to the step-off created by telescoping of the zteg sealing and first mainbody stent segments. The reviewer states: ¿the zteg telescoping was most likely caused by prolapse of the lateral sealing stent into the second mainbody stent. Seal zone expansion would have caused the lateral aortic wall to pull away from the sealing stent barbs. As blood flow forced the sealing stent into the second mainbody stent, the step-off created turbulence that incited thrombus accumulation just downstream. ¿between (B)(6) 2018 and (B)(6) 2019, a five-stent body long zta-p was implanted inside and extending distal the zteg. Because the zta-p stent segments matched zteg segments, the step off was not reduced. Consequently, mural thrombus accumulated in the zta-p just downstream the step-off. The zta-p diameter was likely significantly greater than the zteg because additional mural thrombus accumulated along zta-p pleats." A more extensive than usual thrombus formation indicates a patient specific propensity towards mural thrombus formation. Based on the provided information the possible cause was likely secondary to the step-off created by telescoping of the zteg sealing and first mainbody stent segments. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zta. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient underwent an unknown procedure on (B)(6) 2014 for aortic disease in which a tx2 thoracic graft 26x80 was implanted. A possible stent fracture on the tx2 thoracic device. "There was a buildup of thrombus within the graft near location of possible fracture". Additional information received 20mar2019 from image review: "more extensive than usual thrombus formation inside the zta-p indicated a patient specific propensity towards mural thrombus formation". "Consequently, mural thrombus accumulated in the zta-p just downstream in the step-off". Patient outcome: additionally procedure required to line graft and ensure structural stability of initially desired stenting.